Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
A patient reported they have to now have a tooth extracted because of the gum recession caused by the retainers.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.